Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. No prime anomaly or error alarm noted during testing. No moisture damage found on electronic assembly and motor. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized. The customer's blood glucose was 180 mg/dl at the time of call. The insulin pump will be returned for analysis.